Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the hospital with the complaint that their ICD (implantable cardioverter defibrillator) alarms were going off. Interrogation of the device showed oversensing on the right ventricular (rv) lead. It was noted that there was a lead integrity warning triggered. The oversensing was reproduced with pocket manipulation. The ICD detections were programmed off to prevent inappropriate therapies being delivered and due to the patient's pacemaker dependent status the pacing mode was set to do until the lead problem could be fixed. The lead was then partially explanted and replaced three days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; proximal segment returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.